Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the lamp was not installed correctly. When replacing lamp, the user did not recall whether the heat compound was applied. Therefore, the lamp became hot and lamp was blown out in a short period after the replacement. The emergency light turned on when the main lamp turned off. The issue was resolved when the user replaced the lamp.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting and recommended that the customer change the bulb. The customer reported that the lamp hour meter was checked and found to be at zero on the reset counter. Tac reported that the last bulb change was not known. On september 22, 2020, tac contacted the customer and was informed that the lamp was replaced and the ¿e103¿ resolved with no further issue. The lamp will not be returned. The clv-190 instruction manual warns users to ¿follow each step of the workflow for inspection of the light source before use in section ¿4.2 inspection workflow.¿ check the lamp ignition mode. Section 4.3 on page 43 connect an endoscope. Section 4.4 on page 43 confirm that the light source is turned on normally. Section 4.5 on page 46 check the total accumulated operating hours of the examination lamp. Section 4.6 on page 48¿.

Event description:
The service center was informed that during an unspecified procedure, the lamp went out and the spare lamp ignited. The user facility reported that an audible click was noted, when the lamp was turned back on. Also, an ¿e103¿ error message was observed. It is unknown if the intended procedure was completed. There was no patient injury reported.